Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115444, medical device expiration date: 2023-11-07, device manufacture date: 2020-11-03. Medical device lot #: 20125766, medical device expiration date: na, device manufacture date: 2020-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv tubing was not working properly. The following information was provided by the initial reporter: material no: 20039e, batch no: 20115444 and 20125766. It was reported that some tubing used for testing that is not working properly.

Event description:
It was reported that smallbore 6 inch ext vlv tubing was not working properly. The following information was provided by the initial reporter: material no: 20039e; batch no: 20115444 and 20125766. It was reported that some tubing used for testing that is not working properly.

Manufacturer narrative:
H6 investigation: a complaint of tubing not working properly was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20115444 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 20125766 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20115444 regarding item 20039e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20125766 regarding item 20039e. H3 other text: see h10.